Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The same closure device was deployed and fully recaptured 3 times. On the third full recapture attempt, the was became kinked. No patient injury or complications were reported. Procedure was completed with another of the same device.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The same closure device was deployed and fully recaptured 3 times. On the third full recapture attempt, the was became kinked. No patient injury or complications were reported. Procedure was completed with another of the same device.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman access system with the dilator snapped in the sheath. The device was bloody. The hub/valve, sheath, and tip were microscopically and visually inspected. Inspection revealed a sheath kinks located 1cm, 14.5 cm and 15cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.